Event description:
Caller mentioned when they were implanted with the implantable neurostimulator (ins), they were told the ins would last 5-7 years, but the ins reached about 6% battery life and pt was told the battery was low about 4-5 months ago. Pt said the ins "failed" about 1.5 months ago and now they were being billed for getting it replaced and pt did not feel they should be getting billed because they felt the ins "failed" (pt clarified that the ins did not meet the longevity expectations that were communicated to them of 5-7 years). Technical services (tss) redirected to their healthcare provider (hcp). Additional information received from a healthcare provider. It was reported that the patient was frustrated because they were told their ins battery would last 5-7 years; the ins was implanted on (B)(6) 2023 and it was already completely dead. Additional information was received from a manufacturer representative (rep). The rep clarified that the patient uses high energy to run the device. Patient did bring the ins depleting issue to rep¿s attention in (B)(6) 2023 2025, upon which, rep checked the device and depletion was in line with the usage of the device. Rep checked the programs and offered patient to have the device be on cycling. Patient declined. Since the battery depletion was in line with patient usage, rep considered it a normal battery depletion and educated patient that his usage will make the device last from 2.5 years to likely down to 9 months. There were no other device issues and no additional information. Additional information was received from a manufacturer representative (rep). The rep reported there was premature/abnormal ins depletion because cycling was turned off, per patient request at some point during the patient¿s therapy. The ins was explanted and the issue was resolved.

Manufacturer narrative:
H3: product ID# 977006, s/n: (B)(6) was returned for analysis.the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis found that the implantable neurostimulator (ins) went through normal end of life. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.